Manufacturer narrative:
This report is submitted on october 17, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.